Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated and a definitive cause for the slda could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, one mitraclip was successfully implanted, reducing grade 4 mixed mitral regurgitation (mr) to grade 1. On (B)(6) 2019, echocardiogram was performed confirming mr increased to grade 4, due to progression of disease. The implanted clip remained secure on both leaflets, with no injury. On (B)(6) 2019, a second mitraclip procedure was performed. The first clip was implanted successfully. To further reduce mr, a second clip was implanted, reducing mr to grade 1; however, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr returned to grade 3. No additional intervention was performed, and no additional information was provided.